Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 2:reference MFR. Report#1627487-2017-00233.it was reported the patient experienced pain around the anchor site. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the physician noted one of the anchors protruding out. In turn, the anchor was sutured down which resolved the issue.